Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose soon after starting ilet, with caregiver seeking guidance on maintaining glucose above 100 mg/dl and whether to pause insulin or announce a meal. Symptoms included hypoglycemia, with sensor values reported as 89 mg/dl rising to 119 mg/dl after treatment with oral carbohydrates including pedialyte, peanut butter, and toast. Outcomes included resolution of the low without hospitalization or injury, and education on treating lows with fast-acting carbohydrates, adding complex carbohydrates for sustained effect, not pausing insulin due to potential algorithm disruption, and announcing meals over 20 g of carbohydrates. Investigation included case review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported, no alarms requiring restart, and user management guidance aligned with intended use of the algorithm early in therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.